Manufacturer narrative:
(B)(4). The device involved was not returned for evaluation by the manufacturer. However, a device from the same family was used for the "verification of failure mode reported in the current manufacturing process," samples (315) were taken from the current production, and visually inspected. The issue reported was not observed in the current manufacturing process. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed. Root cause cannot be determined. Corrective actions cannot be assigned. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges the hub is falling off the tube. Alleged issue reported occurred during use. It was reported there was no patient injury.